Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient contacted zoll customer support to report that he was treated while at home sitting in his chair. The patient reported having blue gel "all over him". The lifevest treated the patient at 13:28:37 on (B)(6) 2014. Motion artifact contributed to the false detections. The patient reported that the treatment burnt his skin under the front te pad. The response buttons were not pressed during the entire event. The belt properly deployed gel prior to the treatment. The patient reported he didn't call in the treatment the day of the event because he had to go to dialysis. There is no indication that the patient sought medical attention for the treatment or burn. The patient continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. As received, the monitor and electrode belt were functional and able to detect and treat a patient. Device manufacture date and usage of device: monitor (B)(4): 09/2013- reuse, electrode belt (B)(4): 10/2012- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).